Manufacturer narrative:
Concomitant medical product: product ID: 3057, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens). It was reported by a basic evaluation patient that the wires moved. The patient stated when they left the hospital they were on 5.2 ma, which they noted was as high as they could go. The patient reported that after the basic evaluation ended their right hip started hurting/bothering them. The patient was wondering if this could be related to the trial or be caused by the trial. The patient reported they felt the pain a little bit and then after that it has bothered them a little bit but not that bad, but every time they would stand up they would notice their hip didn¿t feel right. The patient noted they had ¿arthritis and all that,¿ which was unrelated to the device/therapy, so it might have just been a co-incidence. The patient was re-directed to their health care physician (hcp) to address their concerns. It was noted the patient was currently moving forward with a stage 1 evaluation. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the actions/interventions taken to resolve the right hip hurting/bothering was removal of the temporary wire, the patient had stage 1 in.